Manufacturer narrative:
The blank display was due to corroded battery cap contact and battery tube. The failed battery test alarm or perform the functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests were due to blank display anomaly. The pump had cracked case at display window corner, battery tube threads, and minor scratched and cracked display window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their received failed battery test and blank display. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and display did not return. The customer was advised the pump would have to be replaced and returned for analysis.